Event description:
Device malfunction: inability to cross lesion. Symptoms/ae: left sided embolic cerebrovascular accident (cva). Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, in 2007, the patient experienced a stroke. During the procedure, an accunet was unable to advance through the severely tortuous and mildly calcified lesion and was removed. A 6-french non-abbott sheath was advanced into the left common carotid artery. As the sheath was being flushed and then filled with contrast, there was inadvertent injection of air into the left common carotid artery. The patient was noted to have transient (approximatley 2 minutes) of altered level of consciousness with possible inability to squeeze his right hand which quickly returned to baseline and was initially thought to have been a transient ischemic attack. Multiple neurological checks documented that the pt's neurological status was at baseline and a second accunet was attempted for placement, but could not cross the lesion and was removed. The procedure was discontinued. All devices were removed, neurological checks showed the patient's neurological status to be at baseline and he was transferred to telemetry in stalbe condition. The next day, the neurologist noted that the patient had aphasia and mildly decreased alertness. MRI done in 1/07 showed three small punctuate areas of embolic infarction in the lateral ventricle, right and left occipital areas. The neurologist assessed the event as left sided embolic cva with complete resolution next month. The patient also experienced recurrent pneumonia, felt to have been aspiration related, that was treated with antibiotics, and prolonged hospitalization. The pt was discharged home on the same day. No additional information is available.